Event description:
The customer reported that after a venipuncture procedure, the end user did not realize that the needle did not retract and he was stuck when the device was being disposed. Since the pt was known to be (B)(6), the end user went to the ER where blood work was done and an (B)(6) was given. Further blood work will be repeated in 6 months.

Manufacturer narrative:
A complaint history check was performed for the lot number provided and this is the first complaint recorded. The customer indicated that samples were not available, as such the investigation was performed on retain samples. Regulatory compliance will continue to monitor this condition. Eval summary: a device history review was performed for the identified lot #1097936 and no issues were found. All process and final inspections complied with specification requirements. A total of (B)(4) retain devices from the identified lot were evaluated for needle retraction and lockout. These (B)(4) retains all performed as a specification and no defects were identified. The reported condition was not duplicated. Unable to confirm any quality related issues with the manufacture and performance of the identified lot.